Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 04 apr 2025, the sample has not arrived for investigation. Should the sample be returned, the complaint will be reopened and updated with additional information. The complaint cannot be confirmed for device pullout as the device was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The temperature dot is triggered on the header bag. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, where the anchor attempted to post, however, the suture broke, and the anchor detached. The returned sample was able to deploy the anchor, however the suture broke before the anchor could post on the device tip. The device is past its expiration date at the time of investigation, which may have caused the suture to break. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
The user facility after deployment of the angio-seal, nothing came out from the sheath (no anchor, no collagen, no suture). There was no patient injury or harm. The event occurred during use on patient/during placement. Additional information was received on 11mar2025: the type of procedure that was being performed was a percutaneous transluminal angioplasty (pta) using a 6 french sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable. The intended procedure was completed for the patient. There was no answer allowed for blood loss amount. There was no data for concomitant devices used.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.